Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device was leaking through the handpiece and it is overheating the handpiece. Therefore, there was a thermal event.

Manufacturer narrative:
Attempts have been made to retrieve the device for evaluation, and it has yet to be received in. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: leaking through the handpiece probable root cause for leaks: 1. Material/design error 2. Constant irrigation flow is not maintained leading to limited field of view 3. Stopcocks in improper configuration 4. Large anatomy 5. Missing o-ring 6. Damaged or deformed o-ring 7. Pump malfunction (motor, control board, harness, power supply, battery, or cassette) 8. Clogged tubing 9. User error probable root cause for overheating: 1. Material/design error 2. User error the reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device was leaking through the handpiece and it is overheating the handpiece. Therefore, there was a thermal event.